Event description:
Per email, it was reported that: starter wire looks deformed before use. Here is some additional information on the guidewire. 05aug2021 jlc: response received from gayathry n vadival on 02aug2021 what was the anatomy location that the physician was working on? Left main to lad . Please provide lesion details: % stenosis? Left main 50%, lad 70%. Calcification? (Not calcified, mild, moderate, severe). Concentric calcium in left main, intimal calcification at lad. Tortuosity? (Not tortuous, mild, moderate, severe). Not stated . When is the expected date this device will be returned? By this month.